Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep stated that the patient(pt) recently received new recharger and they are experiencing the same issue. Rep states that recharger connects to handset just fine and they are able to start a charge session and get excellent coupling for 2-3 seconds and it loses connection and starts searching for device. Rep said an np assessed the pocket and it appeared be fine but rep palpated during call and was able to locate the incision but had trouble actually feeling the ins. Tss reviewed how pocket depth can affect telemetry. Rep said pt sometimes charges with the belt and is not aware of any falls or trauma. Tss reviewed trying different positions of the recharger and rotating it. Rep said he will try different positions and try to place some pressure on the recharger while trying to recharge with her and see if this changes anything. Rep noted that when they checked the ins battery level with recharger it said 50% and when they checked with the communicator it said 60%. Tss called rep back to ask for recharger sn and he was no longer with the patient. No patient symptoms reported. No further complications were reported at this time. Additional information was received from the patient. The patient stated that the battery moved and they had it repositioned. The issue was resolved.